Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that one of the balloon catheters could not be returned due to the balloon damage and blood stains inside the balloon.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228859456 was returned and analyzed. Visual inspection of mapping catheter was performed. The loop was kinked/twisted near electrode 4. The pebax tubing at the shaft fitting joint was damaged/kinked. The outer diameter of pebax tubing/shaft joint was at 1.0513 inches (should be 0.043 inches). The user may experience insertion difficulties due to these issue when introducing the mapping catheter into the balloon catheter. The shaft was broken approximately 3.8 inches from the lemo connector. No electrocardiogram (ECG) signal wires were broken. The introducer/ loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the mapping catheter shaft, as it cannot be re-inserted due to the curvature of the mapping catheter distal loop. The introducer was broken at the proximal end. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. Unable to perform the mapping catheter to balloon catheter compatibility test due to the faulty state of the received mapping catheter. In conclusion, the reported tip kink and broken shaft issues were confirmed during testing and the mapping catheter failed the returned product inspection due to a kink at the tip/loop of the pebax tubing, a broken/detached introducer, bond damage at the shaft to the pebax tube fitting, a removed introducer, and a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter loop was kinked and the shaft was broken and detached when removed from the package. The mapping catheter was replaced which resolved the issues. Upon replacement, the mapping catheter was unable to be inserted into the balloon catheter. The balloon catheter was replaced which resolved the issue. It was then reported that a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. It was reported that blood entered the coaxial umbilical cable. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 19977); product type: balloon catheter; product ID 203cx (unknown serial/lot); product type: cables and accessories; product ID 2af283 (19977); product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot 0012056672); product type: cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.